Event description:
New information received on 11sep2019, indicates that the patient presented remotely with more noise on the right ventricular lead. The patient was to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on the right ventricular lead. The noise was over-sensed. Programming changes were made, and the patient was stable.